Manufacturer narrative:
Received 1 used silicone foley catheter only. Initial visual inspection noted no obvious defects. Unable to verify reported event without testing the sample. Per functional evaluation the balloon was inflated with air and then deflated; no cuff roll was formed. After that, (35cc) of a mix of water and blue methylene was introduced with a syringe the catheter was left for three minutes resting in a flat surface. Then it deflated by itself and a cuff roll was formed. Per dimensional evaluation the active length was measured and results are as follows: short side= 0.9065¿, long side=0.9125¿ (per (B)(4) the active length is 0.9¿ to 1.0¿). The catheter active length was found within specification. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter caused pain upon removal. The rn met resistance and the patient reported pain when trying to remove the foley catheter. The rn stopped immediately and called the urology pa who came and reinflated with (0.5-1 ml) as directed. Resistance and pain still occurred when the foley catheter was pulled out by the pa. The balloon mushroomed during investigation.